Event description:
It was observed during the device inspection, that there was no image on the video system center due to a water leak in the scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was no image due to water invasion to scope socket. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.